Event description:
It was reported that the entire device was removed due to an unspecified malfunction. No pt complications reported.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate.